Event description:
It was reported that during a tcrf procedure, a karl storz bipolar cutting loop broke. They confirmed that it also damaged the hysteroscope but reassured me that no harm was caused to the patient. The cutting loop was discarded in the sharps bin. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).